Event description:
It was reported that the pump "has cracks by the charging port and an issue being able to charge." There was no reported adverse impact to the customer. The customer declined further follow up from tandem technical support. No additional information was provided.